Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and performed bicarbonate buffer test. The sensor passed per specification with accurate readings.

Event description:
Customer called to report that the insulin pump experienced multiple sensor issues. Customer's blood glucose reading was 463 mg/dl. Troubleshooting was done. Nothing further reported.